Manufacturer narrative:
(B)(4). On (B)(6) 2010 the customer reported the paddle set was intermittently discharging during testing. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010 the customer reported the paddle set was intermittently discharging during testing.